Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected. Provocative testing was performed and the noise was able to be reproduced. Reprogramming was performed to resolve the event. The patient was stable.